Event description:
A malfunction alarm was reported with the code malf 12 prior to any notable events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump.